Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the suspected thrombus could not conclusively be established through this evaluation. Heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Multiple attempts for additional information regarding product return were sent to the customer and no further detail was provided. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested but no information was provided. Approximate age of device- 7 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had suspected pump thrombosis. Support was withdrawn from the patient and the patient expired. No further information was provided.